Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, additional information received on additional information received on 04/23/2021. Several unknown ob-gyn procedures completed between aris implant on (B)(6) 2005 and excision procedure on (B)(6) 2015. Aris/mentor erosion, sui, vaginal discomfort/odor/discharge, spousal dyspareunia, pipe stem urethra/very low leak point pressure leakage consistent with intrinsic sphincter deficiency. On (B)(6) 2015, partial removal of aris. Intraoperative findings: aris extrusion on left side near obturator foramen, aris/mentor erosion in right vaginal apex, (unable to retrieve aris/mentor from either right or left obturator fossa), small drainage hole was left for debris/infected material is come through postoperatively. No other adverse patient effects were reported.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.